Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a patient underwent a hardware removal of the femur which included one (1) locking compression plate, six (6) unknown locking screws, and eleven (11) unknown cortex screws. Procedure was due to the patient experiencing knee stiffness and pain. Patient was originally shot in the knee, causing extremely bad fractures along with vascular injury. The fractures all healed successfully and the hardware performed correctly. Procedure and patient outcome are unknown. This report is for one (1) lcp condyl-pl 4.5/5 curv r 14ho l314 sst . This is report 3 of 3 for (B)(4).